Manufacturer narrative:
The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that approximately two weeks prior to calling customer service on (B)(6), 2012 she received a reading of 455 mg/dl on her adc blood glucose meter and then self-administered an unknown amount of insulin in response to the reading. Customer further reported that she was later found unconscious, which she believes was due to an "insulin reaction". Paramedics were called and upon their arrival received a reading of 53 mg/dl on their unknown brand of meter and administered "glucose thru nasal spray". Customer additionally self-treated with a peanut butter sandwich and glass of milk. There was no report of death or permanent impairment associated with this medical event.